Manufacturer narrative:
It was reported that the grounding pad used was not a karl storz product. Since the autocon iii vet did not contribute to the incident. The manufacture for the grounding pad is unknown. We are reporting this as an abundance of caution. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a dog got a burn on a great dane where the grounding pad makes contact. According to the information received, the grounding pad is not a karl storz grounding pad. The manufacture for the grounding pad is unknown. Karl storz product autocon iii vet did not contribute to the incident.